Event description:
It was reported that pump declared altitude alarm and would not allow cartridge change, and customer saw message that cartridge could not be changed at that time. There was no adverse impact to the customer's blood glucose level. Customer had insulin delivery suspended and initially could not resume insulin after reconnecting cartridge, so technical support instructed customer to clean speaker holes, remove and reconnect cartridge, attempt new cartridge load, and then wait two hours to allow any additional moisture to evaporate, with plan for follow-up from technical support.